Event description:
It was reported by the customer that pyxis medstation es system was not detected on the bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer reseated rowboard and retractor band cables. The system functioned as intended after the field service engineer troubleshooted the device.